Event description:
The procedure was started with a stick in the right leg. The physician went up and over with a 7f pinnacle sheath. The device was taken out and cleaned once and reinserted for the second time. Multiple passes were made. There was no tissue in the nosecone and the physician suspected the blade did not come out of the window. Upon removing the device from the patient, the physician felt resistance bringing the device out of the sheath. The sheath and device was pulled back over the arch. The technician inserted a .035 into the sheath and up into the arota, at which time the sheath was removed with the silverhawk device inside. At some point after the .035 wire was placed back in the patient, a short sheath was reinserted to maintain access. Shortly after, the physician noted a perforation in the right iliac. All wires, sheaths, etc. Were removed and the physician held pressure. The patient was eventually stabilized. The following morning the sales representative spoke with the staff on the case and was told the patient was doing fine.